Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "vibration" was confirmed. Reliability engineering evaluated the device, and the device exhibited excessive vibration due to wear of the device over time . If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was vibrating. The device was used in surgery. There were no patient or user injuries reported. There was no additional information provided.